Event description:
This male patient with no documented previous history of illness was admitted for coronary intervention. He was not taking any known medications. The primary indication for the procedure was stable angina. Aspirin, plavix, and heparin were administered during the procedure. The vasp and pfa-100 were measured and were 36% and 240 seconds, respectively. Angiography revealed a 70%, 13mm de novo, irregular, eccentric, moderately calcified lesion in the mid-lad. The lesion was in the area of a bifurcation; therefore, the vessels were double wired to protect the side branch. The vessel was 3.0mm in diameter and was moderately tortuous in the proximal segment. Flow beyond the target was timi iii. A 3.0 x 13mm cypher select plus stent was positioned via direct stenting and was deployed to 14 atms with good results. Residual stenosis was 0%. There were no reported complications and the patient was discharged the following day in stable condition with orders for daily administration of aspirin, plavix (6 months), statins, and beta-blockers. At one-month follow-up, the patient denied cardiac symptoms and was compliant with all medications. Approximately seven months post index procedure, the patient congestive heart failure. There was evidence for thrombosis or mi reported; however, angiography was not conducted. Consequently, the patient expired. The death was determined to be cardiac with a primary cause of congestive heart failure. No autopsy was performed.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Congestive heart failure (chf) is a chronic and common condition associated with cardiac/ coronary disease. This condition occurs when the heart muscle (left ventricle) becomes weakened and the heart can't pump enough blood to the body's other organs. As a result, fluid back up into the pulmonary system causing congestion (pulmonary edema). Chf can result from coronary artery disease, myocardial infarction, high blood pressure, heart valve disease, cardiomyopathy, heart defects, and infection of the heart, and can become acutely exacerbated. Based on the available information, it is not possible to determine if a relationship exits between the cypher stent and the reported event. There is no evidence to suggest that this is related to any manufacturing issue or other defect of the device. There are possible patient factors that may have contributed to this event. Cypher select product (rca/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).